Event description:
It was reported that the pump gave multiple overpressure alarms. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer issue was not confirmed. Shutdown pressure is within specification. The most likely root cause was due to user related issue. Visual test was performed, the dso (downstream occlusion) sensor was recalibrated as a precaution. The reported issue was not confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional.